Event description:
It was reported that there was a left ventricular lead dislodgment and that the right ventricular lead had an insulation break on the distal portion of the lead. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the rv lead is in process; the results will be forwarded when available. Corrected adverse event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer tubing had environmental stress cracking (esc) breach (non-electrical); defib conductor distorted; distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; outer tubing overaly melted; outer insulation cosmetic esc; the inner tubing was kinked/buckled and the outer tubing overlay was breached cut.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer tubing had environmental stress cracking (esc) breach (non-electrical); defib conductor distorted; distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; outer tubing overlay melted; outer insulation cosmetic esc.